Event description:
It was reported via repair work order that there was a loss of manual and electrical engagement of the brakes due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.